Manufacturer narrative:
Complaint number (B)(4).

Event description:
White bumps appeared on upper lip a week after tx [injection site lump], white bumps [injection site discoloration], off label use in lips [off label use in unapproved indication]. This report from the united states was reported by a healthcare professional via company representative on 01-may-2025 and concerns a 24-year-old female patient who experienced white bumps appeared on her upper lip a week after treatment coincident with evolysse smooth. On (B)(6) 2025, the injector administered 0.4 cubic centimeters of smooth in the patient's upper lip resulting in white bumps beginning on (B)(6) 2025. Medical history and concomitant medications were not provided. At the time of the report, the outcome of the white bumps was unknown. On 17-jul-2025, upon internal review of the information submitted to the FDA on 16-jul-2025, this report is being re-submitted to correct the importer section details and narrative. Database reference number: (B)(4).